Event description:
It was reported that the patient was being programmed when the healthcare professional (hcp) observed that some of the electrodes were out of range. Impedance was run at 0.7v, a pulse width of 80 and a rate of 100. It was noted that c-2, 0-2, 1-2, and 0-3 were high. The full results were as follows: c-0 1162, c-1 1245, c-2 8869, c-3 1066, 0-1 1628, 0-2 9688, 0-31792, 1-2 9748, 1-3 1811, 2-3 15,201 on the left subthalamic nucleus (stn) for the right side. It was noted that there were no problem found on the right stn for the left side. It was noted that the patient was not having any symptoms but had parkinson¿s that was progressing and the patient was in a wheel chair. It was noted that the patient had some recent falls and fell daily but no change in the falls was reported. It was further noted that the patient was bradykinetic and rigid but not overly so. It was further noted that there had not been any abrupt change in therapy, the patient felt well and ¿could not talk to say differently.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2010, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v944403, implanted: (B)(6) 2012, product type: lead, product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2010, product type: extension. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2010, product type: lead. (B)(4).